Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer recalibrated the flex lot, after which quality controls were within range. The customer then repeated the patient samples, which resulted as expected. A siemens customer service engineer (cse) was dispatched to the customer site. Prior to cse arrival the customer replaced the source lamp and calibrated. The cse recalibrated the calcium method and other methods. The cse discussed sample probe performance with the customer and instructed the customer to replace the probe if needed. The cause of the discordant, falsely low calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium results were obtained on patient samples on a dimension xpand plus without hm instrument. The discordant results were reported to the physician(s). The customer recalibrated the flex lot and repeated the samples on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.